Event description:
It was reported that patient presented with grade 4 degenerative mitral regurgitation (dmr) for a mitraclip procedure. During device preparation, the steerable guide catheter (sgc) dilator was clogged and was unable to flush. Multiple attempts were made to flush the dilator and were unsuccessful. The device did not make contact with the patient. A replacement sgc was used to complete the procedure. The mr was reduced to grade 1 post procedure. There was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported difficult to flush the dilator was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. Based on available information, the reported difficult to flush the dilator appears to be related to a potential product issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.